Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that the lead triggered alerts due to high out of range (oor) pacing impedance. It was noted that the lead exhibited elevated sensing integrity counter (sic). Reprogramming occurred. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer after being prophylactically replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2017 and 693558 lead implanted: (B)(6) 2009. Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.